Manufacturer narrative:
D10: concomitants: 02-010-01-0230 - logic femoral ps cem left sz 3 2913737; 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 2667411; 200-02-29 - three peg patella 29mm 2881191. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 9 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left total knee replacement. Moderate femoral bone loss - did not require cone. Extensive tibial bone loss with a posterior fracture. There was extensive soft tissue debris throughout the knee joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown synovium along with a "pseudo-capsule" of dense soft tissue rind. The surgeon examined the polyethylene - excessive wear was present with signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly. Distal femoral bone loss was moderate. The tibial bone loss was extensive and required placement of a tibial cone. Findings: loose femoral and tibial implants. Patient was sent to pacu in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected information: b1, b2, g1, g2, h6, h8.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 110 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of implant, implant pain, osteolysis, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.